Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and all keys performed as expected and no keys resulted in an incorrect response or double entry. It was observed that a conductive ink bridge may have been present at the # key. A silver ink bridge is a manufacturing defect that may result in an incorrect response.

Event description:
It was reported that a pump keypad is inoperable.